Event description:
Pf showed "----" at 8800 pump speed. Echo showed av open with every beat. Ldh 631, pfhgb 6.5. Patient had increased sob with activity. Drop in pso2. Vad hum not smooth. Heparin drip started.